Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: model: 407645, lead; implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with an audible tone from their cardiac resynchronization therapy defibrillator (crt-d). An interrogation revealed that the right ventricular (rv) lead had triggered an alert for high superior vena cava (svc) defibrillation coil impedance. Isometric maneuvers and pocket manipulations were completed while taking serial lead impedance measurements. No artifact was observed and svc impedances remained within the normal range. The lead remains in use. No patient complications have been reported as a result of this event.